Manufacturer narrative:
The customer returned the device assembly to greatbatch and the reported event is confirmed. The power coupling adaptor is broken off of the drive chain. The device shows evidence of wear including scratches nicks and gouges on the surface of the device. A manufacturing review was performed and there were no discrepancies found. The reported event is attributed to wear. The returned assembly also was found to have been comprised of components from different lots and sets. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown (left) hip procedure on a (B)(6) male that while reaming the offset reamer handle broke. No adverse events were reported as a result of the malfunction.